Manufacturer narrative:
D. The lot number 3292286 provided cannot be verified in association with the reported material number. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked past the blood control feature. The following information was provided by the initial reporter: details of complaint (reported issue): customer comment: "after initiating an IV when removing the needle from the catheter blood poured out before I was able to attach the heplock. This resulted in a large amount of blood spilling on the patient, the stretcher and on to the floor.¿